Manufacturer narrative:
A ge service rep performed an on site investigation. The footboard was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the lock on the system's footboard was not operational. No report of pt or staff injury.